Event description:
It was further reported that the patient was doing well after the device was re programmed.

Manufacturer narrative:
External neurostimulator: model 37022, serial# unknown; lead: model: 3389s-40, lot# v149877, implanted: 2008 (B)(6), explanted: unknown; neurostimulator: model: 7426, (B)(4), implanted: 2008 (B)(6), explanted: unknown; extension: model: 7482a51, (B)(4), implanted: 2008 (B)(6), explanted: unknown; extension: model: 7482a51, (B)(4), implanted: 2011 (B)(6), explanted: unknown; lead: model: 3389s-40, lot# v800515, implanted: 2011 (B)(6), explanted: unknown.

Event description:
It was reported that impedance values below 50 ohms were measured on 1 to 2 combinations during a procedure to add another lead and implantable neurostimulator (ins). Nothing visually resembling a short circuit was seen during the procedure. The implanting physician took apart and put back together the lead and extension and extension and ins and the impedances still showed a short. The lead was kept and the plan was to try to program around it when stimulation was turned on in 2 to 3 weeks. The patient outcome was unknown, as the patient would not be programmed for 3 weeks. Additional information has been requested, but was not available as of the date of this report.